Event description:
Patient was implanted with tibial ex nail construct on (B)(6) 2012. On (B)(6) 2012, patient was diagnosed with operative site infection. At this time, the surgeon washed out the operative site infection and treated with antibiotics. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part number included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.